Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues back flow / leakage could not be verified due to the product not being returned for failure investigation. A device history record review for material#: 2426-0007 and lot#: 25033142 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05mar2025. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had backflow the following information was received by the initial reporter with the following: rial: 2426-0007, batch#: 25033142. It was reported by the customer that noticed fluid on floor by patient, then saw blood backing up into primary tubing and fluids infusing onto floor. IV tubing connected properly to saline lock, no leakage at IV insertion site. Fluids seem to be leaking from somewhere on actual tubing; could not see any holes in tubing but fluid is clearly leaking out. Some dilaudid started to go through tubing but equipment malfunction noticed before any infused into patient.